Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the accuracy test two times. There was unknown patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 1/23/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device failed the accuracy test two times¿ was not confirmed/replicated. Performed accuracy test three (3) times with the results being 19.4, 20.2 and 20.2 passing all three tests. Updated software and unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.